Event description:
It was reported the device overheated during equipment testing conducted by a manufacturer sales representative at the user facility. There was no patient involvement reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported the device overheated during equipment testing conducted by a manufacturer sales representative at the user facility. There was no patient involvement reported with this event.